Event description:
A 3.0mm diameter by 12mm length s670 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The lesion was not pre-dilated prior to the stent insertion. It was not possible for the stent to cross the calcified target lesion despite repeated attempts, therefore the stent delivery system was pulled back from the coronary artery. Upon removal, the guide catheter backed out of the coronary artery and the stent subsequently dislodged in the ostium of the circumflex artery. The stent was successfully retrieved with a snare device and removed from the pt. The lesion was then pre-dilated and treated with another manufacturers stent. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The loss of guide catheter placement contributed to the stent dislodgement.